Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Customer support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer understood and acknowledged.